Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen which is off label usage of the device on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h6: additional information.